Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that a postoperative patient started having lower extremity and back pain the day following a pump replacement ((B)(6) 2015) due to expected longevity. The patient went to the emergency room (ER) to be treated and was released. Shortly after getting home, the patient started experiencing extreme pain, nausea, and tremors. The device logs were checked, the dosing was confirmed to be the same as it was preoperatively; there were no active pump alarms, the pump was not stalled, and had not undergone a stall. The catheter was aspirated and found to be patent. The catheter was connected and the healthcare professional (hcp) verified that the catheter was securely connected to the pump. A reservoir rinse and re-prime of the system was performed. The patient returned to the ER and was admitted to the hospital. The patient required intravenous pain medications to control pain in the back and legs. The patient was not having withdrawal symptoms, and did not have elevated heart rate or blood pressure. The patient remained inpatient through (B)(6) 2015. The cause of the issue was unclear to the hospital staff. On (B)(6) 2015, the patient stated that he was doing much better. The patient was discharged. The pump was read, the logs were checked again, and everything looked normal. The pump was used to infuse dilaudid (hydromorphone). Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.